Event description:
It was reported by service report that the brakes cannot be engaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: linkage assembly.